Manufacturer narrative:
Other relevant device(s) are: product ID: 9735787, serial/lot: (B)(4). Product ID: 9735773, serial/lot : (B)(4). A medtronic representative went to the site to perform a system check out and they found that the computer would not boot up. The 48v battery and uninterruptible power supply(ups) were replaced to resolve the issue. (B)(4). The battery and the ups were returned for product analysis. The ups was tested with accompanying battery for a 24hr. Period and tested as normal. The ups was then unplugged from main power and continued to run under battery power for the set 11.5 minutes before ups shut down as programed. There were no failures found. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used during a functional endoscopic sinus surgery. It was reported that the system unexpectedly shutdown. The site tried multiple boom connections and it would not power on. The site tried dedicated wall outlet with same result. Navigation was aborted to complete the procedure. The manufacturer representative troubleshot and was able to boot the system and log into the admin desktop. Self test showed the battery was charging and at 89% capacity. When the representative unplugged the system from wall power it remained on for over three minutes and discharged normally. The representative was unable to charge past 89% full, even thought the system was plugged into wall power. The suspected cause was a malfunctioning uninterruptible power. There was no patient harm and the procedure was not delayed. Additional information received from a manufacturer representative reported that the system was plugged into a known good outlet when it lost power.